Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Blood return found in tubing of PICC line at beginning of shift. Attempt to flush with transport rn but leaking noticed at microclave level. Liquid found in microclave and not flush. Nnp notified, PICC line removed promptly by nnp. Blood culture done veinous. High risk of bacteremia, slightly hypothermic at the end of procedure. PICC line removed, blood culture done.

Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Blood return found in tubing of PICC line at beginning of shift. Attempt to flush with transport rn but leaking noticed at microclave level. Liquid found in microclave and not flush. Nnp notified, PICC line removed promptly by nnp. Blood culture done veinous. High risk of bacteremia, slightly hypothermic at the end of procedure. PICC line removed, blood culture done.